Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. (B)(4). Reporter phone number was invalid. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that when the airflow stopped, an alarm did not occur. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 02jan19. Date rec¿d by MFR: 27dec18. The manufacturer¿s international service technician investigated the log and alarms and no abnormality was confirmed. Additionally, the pressure accuracy test and the airflow accuracy test were performed; however, no abnormality was confirmed. The customer cancelled the repair so the unit was returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.